Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported by the customer that the device restarted without warning during operation and performed a reboot. No health consequences for the patient were reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung or ventilation conditions.

Manufacturer narrative:
Based on the logbook analysis and investigation by a dräger service technician on site, the reported behavior of the carina with serial number (B)(6), produced in march 2012, could be confirmed. The device alarmed a technical fault during the switch from night mode to normal operation mode and carried out a restart. Immediately afterwards, the user switched off the device. The cause of the fault was a defect on the main circuit board of the mpu board due to an increased electrical peak with interference signals. The component, including the cooling fan, was replaced on site and the device was tested according to the manufacturer's specifications without any further deviations. In patient safe mode, ventilation is terminated and the high priority alarm "device fault !!!" Is generated. In this case, the emergency breathing valve allows the patient to breathe spontaneously. In the event of a device failure, the carina gives visual and audible alarms. The affected device has behaved as specified and alerted accordingly. Due to spare parts consumption and market monitoring based on our complaints procedure, the current failure rates of the mpu board are inconspicuous. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device has no UDI as a UDI was not required at the time the device was manufactured.

Event description:
It was reported by the customer that the device restarted without warning during operation and performed a reboot. No health consequences for the patient were reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung or ventilation conditions.